Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that their implantable pulse generator (ipg) was ''kicking on more'' and that they felt a ''tingling in their heart''. The ipg remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was further reported that the patient was at a wedding and there was loud music that seemed to ¿trigger¿ their implantable pulse generator (ipg). Presumably, the device was exhibiting some sort of inappropriate pacing activity. The patient also indicated that they had dropped their ear buds briefly and that¿s when they felt the tingling sensation.